Event description:
The pt reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Testing revealed the device is non-functioning. Revision surgery is scheduled.